Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized after his replacement liberty select cycler did not arrive on time. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient experienced a liberty select cycler error on (B)(6) 2021 and was instructed to discontinue its use. A replacement cycler was shipped to the patient and expected to arrive on (B)(6) 2021 by 8:00 pm CT. The shipment however was delayed in transport and the patient¿s spouse took the patient to the hospital for general malaise. The patient was hospitalized (<24 hours), and his only diagnosis was hypokalemia. The patient was prescribed a one-time dose of oral potassium (dose not provided) and the patient received ccpd with good relief of symptoms. The pdrn confirmed there was no diagnosis of fluid overload, retention or swelling. The patient was discharged the following morning after confirming the replacement cycler had arrived at the patient¿s residence. The patient has recovered from the events and continues to undergo ccpd therapy on the replacement cycler. The pdrn stated the liberty select cycler malfunction did not directly cause the patient¿s hospitalization, but it did contribute.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the adverse events of malaise and hypokalemia, which required hospitalization. The definitive cause of the patient¿s adverse events is unknown; therefore, causality cannot firmly be established. Per the pdrn, while causality cannot be directly assigned to the liberty select cycler, the cycler malfunction did contribute by preventing the patient from completing treatment. Based on the information available, the liberty select cycler cannot be excluded from having a contributory role in the patient¿s serious adverse events. At this time, there is no objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused the events. If the cycler is returned, a manufacturer evaluation may disassociate the liberty select cycler from having contributed to the serious adverse events. However, given the patient¿s symptoms and missed prescribed therapy, this clinical investigation cannot disassociate the device from the serious adverse events.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized after his replacement liberty select cycler did not arrive on time. No additional information provided during intake. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient experienced a liberty select cycler error on (B)(6) 2021 and was instructed to discontinue its use. A replacement cycler was shipped to the patient and expected to arrive on (B)(6) 2021 by 8:00 pm CT. The shipment however was delayed in transport and the patient¿s spouse took the patient to the hospital for general malaise. The patient was hospitalized (<24 hours), and his only diagnosis was hypokalemia. The patient was prescribed a one-time dose of oral potassium (dose not provided) and the patient received ccpd with good relief of symptoms. The pdrn confirmed there was no diagnosis of fluid overload, retention or swelling. The patient was discharged the following morning after confirming the replacement cycler had arrived at the patient¿s residence. The patient has recovered from the events and continues to undergo ccpd therapy on the replacement cycler. The pdrn stated the liberty select cycler malfunction did not directly cause the patient¿s hospitalization, but it did contribute.